Event description:
It was reported that an ilet bionic pancreas displayed alerts indicating a software runtime error and an external flash write error, after which the user was unable to operate the device and transitioned to backup therapy; a replacement ilet was shipped and the original was scheduled for return. Symptoms included no reported changes in blood glucose and no clinical symptoms. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included a review of customer-reported device behavior and coordination for return and analysis. Investigation of this case revealed that the device exhibited a software malfunction associated with external memory writing that prevented normal operation. It was concluded that the device malfunctioned and required replacement.